Manufacturer narrative:
Product event summary: the device was returned for analysis; however, physical analysis is pending. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated charge circuit timeout. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a charge circuit time out warning and the device went into end of service (eos). The device battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing a charge timeout as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed that partial lithium-severing was seen in turns 2, 6, and 7 leading to reduced anode surface area and consistent with the high battery impedance measured upon receipt at medtronic energy and component center. The device was returned after 76 months of implant due to excessive charge time (ect) and charge time out (cto) alerts. Review of the save-to-disk data found that ect and cto events were logged on (B)(6) 2018, prior to rrt and subsequent explant. These charge timeouts resulted from increased battery resistance induced by observed lithium-severing. If information is provided in the future, a supplemental report will be issued.